Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04533. It was reported that the patient experienced uncomfortable stimulation described as sharp pain when therapy was turned on. The patient was to follow up with their physician. Follow up revealed that the patient had their scs system explanted on an unknown day.